Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a cracked on focus knob, and corroded coupler. Based on the results of the investigation, it is likely that the following led to the malfunction: there is no image due to a faulty cable unit. [Conclusion/a definitive root cause cannot be identified.] A DHR review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): is the reported risk/harm listed in the IFU? Yes, in en-ch-s400-xz-eb_om_ra6201_6.0 is stated ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ was the device used in accordance with the IFU/label? There is no indication that this device was not used in accordance with the IFU/labeling. Does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? No. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported there was no screen display on the camera head during preparation for use of an unspecified procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
E2: ni. The investigation is ongoing. This report will be supplemented if additional information becomes available at a later date.